Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that during an endovascular procedure, the physician positioned the precise 8 x 30 stent for deployment and experienced difficulty deploying the device/unsheathing it from the catheter after unscrewing the torquing device from the delivery shaft. The stent was removed successfully from the patient. Another precise 8 x 30 stent was deployed successfully to complete the procedure. There was no reported patient injury. The device was inspected prior to use and was prepped properly according to the instructions for use (IFU). Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Addendum: preliminary inspection of the returned product indicated the stent was protruding/prematurely deployed. The product was returned for inspection. One non-sterile pkg precise pro rx us carotid syst was received coiled inside a plastic bag. Stent was found partially deployed 8.89 mm. One kink was detected at 2.2 cm from tip distal. Blood residues could be observed. No other discrepancies were found. Usable length was measured and was found acceptable. The stroke length of the sds catheter was measured and it was found acceptable. Deployment process was completed and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'deployment difficulty-premature deployment' by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failure reported 'deployment difficulty-unable' by the customer was not confirmed since no anomalies were found during the deployment process and the stroke length. The cause of this condition could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken.

Event description:
The report received from the field indicated that during an endovascular procedure, the physician positioned the precise 8 x 30 stent for deployment and experienced difficulty deploying the device/unsheathing it from the catheter after unscrewing the torquing device from the delivery shaft. The stent was removed successfully from the patient. Another precise 8 x 30 stent was deployed successfully to complete the procedure. There was no reported patient injury. The device was inspected prior to use and was prepped properly according to the instructions for use (IFU). Additional information has been requested. Addendum: preliminary inspection of the returned product indicated the stent was protruding/prematurely deployed.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.